Event description:
It was reported that during an unknown procedure the scope was stuck in a retroflex position in the patient's trachea. The physician was unable to adjust the position of the distal tip of the scope to maneuver out of the trachea. Eventually, at the advice of the tech support team, the scope was cut at the insertion tube, and at that point, the distal tip relaxed enough to be removed safely from the patient. The patient did not experience any additional complications as a result of this, and was discharged home as originally planned following recovery and monitoring. Because the insertion tube was cut, the scope was not able to be submerged in detergent following the procedure. The scope had to be wiped down as best as possible to remove as much residual from the procedure, but could not be submerged or put into the high level disinfectant machine due to exposed electrical components.

Event description:
This supplemental report is being submitted as a correction to f10. Upon further review f26 should not have been selected. F26 and a150205 do not apply to the scenario.